Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that all programs were reset to 0.0 amplitude the night of (B)(6) 2018, and when the patient adjusted the amplitude to 3.8, all programs adjusted to the same amplitude. It was noted that the adaptive stimulation was disabled and the patient would come in for an unscheduled visit on (B)(6). Additional information was received on 2018-jul-17. All programs were reset to 5.0 amplitude, a manufacturer representative would contact the patient to resolve the issue, and the patient would come in for an unscheduled visit if needed. It was noted that the adaptive stimulation was disabled and this was believed to be a patient programming error. It was noted that the patient went in for reprogramming and the issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.